Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 2 of 2, medwatch report # 3004209178-2012-89543.mfg. Report 1 of 2, medwatch report # 3004209178-2012-89542.

Event description:
The customer reported being in the emergency room due to high blood glucose of 370mg/dl, and she was treated with manual injections. The customer experienced vomiting and she is expecting a baby. The customer stated that there is insulin in the reservoir chamber. Suggested the caller to disconnect from the insulin pump. Troubleshooting was performed. Ran a self test and passed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.